Event description:
The customer obtained lower than expected, non-reproducible ammonia results on a single level of quality control fluid (129.0, 131.3 umol/l), when compared to the expected value (171.8 umol/l). The lower than expected quality control results were obtained using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer indicated a single patient sample result was affected, however; the vitros amon result was not reported, as the ammonia result obtained at an alternate site was reported (no ammonia values were provided). The magnitude of the bias between the vitros result and the expected result did not meet potential health and safety criteria and there were no reported allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected amon quality control results were obtained while using the vitros 5,1 fs analyzer. The most likely assignable cause is due to an equipment related issue (incubator contamination). An ocd field engineer replaced the evaporation caps and decontaminated the microslide incubator subsystem. Post service performance testing verified that the equipment was returned to expected operation.